Event description:
While servicing the device, an authorized bench technician discovered, damage to the device. As a result of the unit being dropped. The customer requested, that the device be returned for bench repair. The device was received by the bench repair service on 30-jun-2021. Upon evaluation of the device by an authorized bench technician, it was verified, that the unit had been dropped. Resulting in the damage of multiple components on the device. Based on the conclusion of the evaluation. It was determined, that multiple components were damaged, due to the device being dropped. The front case, rear case, paddle tray, display assembly, and power pca were all replaced, as a result of the noted damage. Following the repair, the unit was returned to the customer to be placed back into service. There is no indication of a systemic problem. No further investigation or action is warranted.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
While servicing the device, an authorized bench technician discovered damage to the device as a result of the unit being dropped.